Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va37gmr, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2026. It was reported that the patient reported shocking/ jolting sensation, pain, and discomfort/soreness/pinching. There was a spot and burning sensation in the insertion site, high up on their left side electric pinch and hurt so much and it was not subsiding since day 1. It was reported that the patient was sent home on program 1 at .3 and was instructed that clinical specialist would contact them on (B)(6) 2026 approximately 24 hours post implant of lead to discuss symptoms. On (B)(6) 2026, field team was made aware by a note from support link that patient was concerned about constantly feeling stimulation and that their future pocket site on his back was red, painful, and warm to touch. The patient was called by clinical specialist at same day (was in surgery case at time of support link notification), to discuss concerns. At the time of contact, patient had settings of therapy on program 1 at .6 and stated they were constantly feeling the stimulation and they felt like they were getting "zapped". Clinical specialist instructed patient to change settings to program 2 at .4 which the patient said was comfortable. In concerns to their pocket site, clinical specialist instructed patient to call physician's office for further instructions. Later on (B)(6) 2026, the patient called clinical specialist to let them know that the on call nurse at the physician's office instructed patient to go to the emergency room and that they were still constantly feeling the stimulation in the form of "zaps". Since patient was going to the emergency room, they instructed the patient to turn off therapy completely. Even after turning off therapy completely, the patient stated they still felt "zaps" so then further instructed them to unplug percutaneous extension cord from ens. After that was completed, patient stated they no longer felt stimulation. After the phone call ended with the patient, noted were placed in mforce and myfuture, as well as, the clinical specialist contacted the physician letting them know what was going on. Physician let them know today that patient was taken back to or for removal of lead, and that the physician did not feel that the lead needed to be sent in for analysis, therefore, it was discarded post removal. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.